Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented wear and tear damage to front cover. The customer stated problem was not duplicated. No problem found with the device. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medial con-hl-390 is leaking from the tubing to the machine. No patient adverse events reported.